Event description:
During a visit to the user facility, hosp staff reported they had not reprocessed the auxiliary water channel of the subject device since the time of initial purchase. The user facility reportedly removed the endoscope from service and sent it to an independent lab for testing. No further detailed info was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. Based on the info provided, the user facility staff did not reprocess the device in accordance with the directions for use. An olympus endoscopy support specialist provided a f/u in-service training at the user facility to review the appropriate reprocessing of endoscopes. If significant additional info becomes available, a supplemental report will be submitted. This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR report numbers: 8010047-2009-00154 and 8010047-2009-00156 for the other two endoscopes.